Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l device 1320-0105 knob f. Target device 40x50mm, lot kp235781.

Event description:
It was reported to our sales rep that during a procedure, it was observed that the after the correct assembly of parts, it was not possible to conduct a correct distal across-locking. There was a delay of exact 30 min. A replacement was available and the surgery was completed successfully.